Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd. Associated mdrs: 1018233-2013-00693 and 1018233-2013-00695.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction and voiding difficulties associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site which may elicit a foreign body response that leads to inflammation, infection or erosion of the implant." (B)(4).